Manufacturer narrative:
Sensory medical is coordinating repair of the canopy and replacement of the tech hub casing and portal cover. The lot number for the canopy is 240808m08. Review of the lot records demonstrated the lot passed the required inspections. The cubby bed user manual instructs to discontinue use of the cubby bed and contact cubby bed if anything is damaged or missing on pages 15 and 22 and the same type of information can be found in the tech hub user manual on pages 3 and 19. Instructions are provided in both user manuals regarding safe use of the bed to prevent elopement and other safety concerns. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of serious injury (only minor scratches) as a result of the event.

Event description:
Per complainant, the tech hub casing was broken, because the child stuck his fingers through the microphone gap, pulled the casing off and cracked it, also damaging the zipper on the casing of the camera. Per the complainant, the child has minor scratches from eloping through the unsecured opening at the camera area, but parents did not seek medical attention. Per complainant, the mom tried to install the portal cover in place of the tech hub but was unable to as the zipper feeder on the canopy was damaged, and this process caused damage to the portal cover zipper as well. Per complainant, these incidents happened within a 10 day period, around the middle of february. Sensory medical advised that the use of the cubby bed be discontinued until it's been fixed. A picture provided shows a damaged zipper on the separated tech hub in which the end of the zipper has no pin. Another picture shows a crack in the tech hub cover that would be on the inside of the bed when assembled. A picture shows the zipper slider on the portal cover; when unzipped, the zipper slider is supposed to be on the canopy portal zipper. The last picture which shows the top and bottom stops on the canopy portal zipper is included. There was no report of serious injury (only minor scratches) as a result of the event.